Manufacturer narrative:
(B)(4). Date sent: 04/04/2019. The DHR of lot 20678 was reviewed. No ncs, reworks, or defects related to the product complaint were found.

Manufacturer narrative:
(B)(4). Date sent; 2/22/2024.

Manufacturer narrative:
(B)(4). Investigation summary : overall review of the device function and dimensions show no anomalies from a device that was returned for analysis. Visual analysis was consistent with an explanted device, and significant tooling marks were noted in some beads. Link length and tensile force were found to meet the applicable specifications. Overall, the device was found to be conforming.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: additional information requested: can you please provide further detail as to the extract of the linx band. On what date was the band explanted? (B)(6) 2019. Do you have the linx product code (model number), lot number and serial number (if applicable)? Yes. Lxmc17 lot 20678. What was the reason for removal of the linx device (no issue - patient requested removal, ongoing dysphagia, ongoing gerd symptoms, etc.)? Ongoing patient dysphagia and bloating thought secondary to h/o chronic narcotic use. If dysphagia, how severe was the dysphagia/odynophagia before intervention (mild, moderate or severe)? None. Did the dysphagia improve after the device was implanted initially? No. Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? No. When was the linx device implanted? (B)(6) 2018 were there any intra-operative. Complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Was the device found in the correct position/geometry at the time of removal? Yes. Was a new linx placed after this one was removed? No.

Event description:
It was reported that the linx device was removed. Procedure: laparoscopic hernia repair.